Event description:
Drive medical has received an attorney letter complaining about a follator originally distributed by drive medical. It is alleged that one of four rollator legs broke causing the plaintiff to fail and allegedly suffer a complete a-c separation of the left shoulder and additional damages. No details about the product and the adverse event has been reported to drive medical. This MDR report is based on the attorney letter.